Manufacturer narrative:
No service on the ventilator was requested by the user facility. The reported issue of side rail separated from the ventilator carrier has been confirmed by provided photo. Our conclusion is that the side rail has been exposed to a mechanical force greater than it is designed to sustain. Adverse event problem: (B)(4).

Event description:
It was reported that the side rail mounted on the ventilator carrier fell off. Patient involvement is unknown. Manufacturer's ref #: (B)(4).